Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that a 6f angio-seal was selected for closure following a diagnostic angiogram. Access was gained using a 6f on the right common femoral artery (cfa). The procedure reportedly went okay and the pt did not have to progress to percutaneous coronary intervention (pci). The 6f angio-seal successfully gained hemostasis. The pt was very restless both during the procedure and post-procedure. A pseudo-aneurysm was identified. The pt was treated with ultrasound guided compression using a femostop and was discharged that same day.